Manufacturer narrative:
The device was not returned for eval. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported that her blood glucose levels were 310 mg/dl, 350 mg/dl and 420 mg/dl (no times were given). When the pod was removed, it was noticed that the cannula was bent.